Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2022 under the ssd/ahl post market clinical follow-up study. At a follow-up affected channels were seen and the user's hearing performance with the device was affected.

Manufacturer narrative:
Additional information: based on the information received from the field, elevated impedances could be seen on the most apical channels due to undetermined reasons, however likely not because of a device malfunction. Reportedly, fibrosis and ossification were faced during implantation surgery, which might have contributed to the observed fluctuating impedances. Furthermore, expert in situ measurements did not reveal any technical abnormality or possible wire breakage. In addition stimulation of one channel caused facial nerve stimulation, which could be resolved by a new fitting. The recipient's hearing performance is progressing, therefore the device remains implanted and in use.

Event description:
The user was implanted on (b)(3) 2022 under the ssd/ahl post market clinical follow-up study. At a follow-up affected channels were seen and the user's hearing performance with the device was affected. Also, facial nerve stimulation was noted on one channel. The user was seen again on the (b)(3) 2022 and is reportedly making progress. The user will continue to be monitored.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, elevated impedances could be seen on the most apical channels due to undetermined reasons. Reportedly, fibrosis and ossification were faced during implantation surgery, which might have contributed to the observed fluctuating impedances. In addition stimulation of one channel caused facial nerve stimulation, which could be resolved by a new fitting. This is a final report.

Event description:
The user was implanted on (B)(6) 2022 under the ssd/ahl post market clinical follow-up study. At a follow-up affected channels were seen and the user's hearing performance with the device was affected. Also, facial nerve stimulation was noted on one channel. Clinical support commented that there does not seem to be a clear technical problem and inquired about possible medical issues. The user was seen again on the (B)(6) 2022 and was reportedly making progress, thus the user continued to be monitored. However, the user was re-implanted in (B)(6)2022 due to fluctuations in impedance and lack of progress with the device. The device was found fully inserted at explantation.